Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Ten asystole episodes recorded between (B)(6) 2016.

Event description:
It was reported that the patient's electrocardiogram (ECG) revealed atrioventricular heart block and the implantable cardiac monitor (icm) did not record any episodes. The device was explanted and the patient received a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's electrocardiogram (ECG) revealed atrioventricular heart block and the implantable cardiac monitor (icm) did not record any episodes. The device was explanted and the patient received a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.